Event description:
It was reported that during a procedure, the teflon pad fell off of the ultrasonic scalpel. It is believed the teflon pad remained in the patient. No patient injury was reported by the user facility.

Manufacturer narrative:
The complaint device was not returned to stryker sustainability solutions (sss) for an evaluation. Multiple attempts were made to obtain additional information such as lot number, patient information, and procedure date but no further information was provided. Since the device was not returned, a root cause could not be determined. However, sss's instructions for use does state, "take care to avoid application of pressure between the blade and tissue pad without tissue in between them as this can result in damage to the instrument." Based on historical complaint information, the failure was most likely caused by activating the device without tissue between the closed jaws of the device. The reported event is not occurring more frequently or with greater severity than is usual for the device.